Event description:
It was reported the patient fell and since that they started to have stimulation in their rib. The patient had a revision where the existing lead was pulled down from t8-t9 to t10-t11. The patient was getting good coverage post-op and was not getting rib stimulation.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).